Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of hypertension, hypotension, cardiac perforation, worsening heart failure, pericardial effusion and death, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. It should be noted that in the mitraclip instructions for use states that under echocardiographic guidance, advance the clip delivery system (cds) and retract the guide iteratively as needed while maintaining the guide in the left atrium (la). Confirm that the clip is free from the la wall and valve tissue. Failure to confirm that the clip is free from the la wall and valve tissue may result in cardiac injury. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted that the death was due to advanced heart failure and intolerance to acute surgical intervention due to fragile clinical status. The relationship of the device is remote and indirect. All available information was investigated and the reported cds knob issues (unable to curve sleeve) appears to be related to user error, as it was reported that the clip contacted the coumadin ridge due to poor echocardiographic visibility, which likely prevented the sleeve from curving when the m-knob was applied. The reported difficulty removing the device was likely a secondary effect of the clip contacting the anatomy, as it was noted that the device became stuck and required additional movement of the steerable guide catheter (sgc) to free the clip from the anatomy. The reported perforation appears to be related to procedural conditions and due to the clip contacting the coumadin ridge. While it was reported that there was some pre-existing pericardial effusion, it was reported to have worsened once the cds was removed; therefore, the worsening of the pericardial effusion was likely a secondary effect of the perforation. The reported hypertension, hypotension and heart failure were likely symptoms/cascading effects of the perforation and effusion and ultimately resulted in the patient death. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter is filed under a separate medwatch report number.

Event description:
This is filed to report the perforation resulting in patient death. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3+ and a small left atrium. There was a small pre-existing effusion. Transseptal puncture was performed without issue. The steerable guiding catheter (sgc) was advanced into the anatomy. After removing the dilator, it was noted that the guide was on the lateral wall of the left atrium and an air bubble was seen in the sgc hemostasis valve. The sgc was taken out of the stabilizer and lowered, and the air was aspirated. The clip delivery system (cds) was slowly advanced; however, imaging was very difficult. After straddling, approximately 2-4 hours of m-knob was applied but the clip did not respond. The stabilizer was pulled back, and it was not possible to visualize the clip. The clip was then located in the coumadin ridge, and was stuck. Posterior guide torque was applied, and the cds was pulled back, but the patient blood pressure dropped to approximately 50. The effusion was checked, and was significantly larger. Pericardiocentesis was performed, medications were given, and patient was given a blood transfusion. The patient was converted to open heart atrial wall repair surgery. It was noted that the patients blood pressure was swinging between 187 to 80. The sgc and cds were pulled back to the right atrium, and the patient was placed on a pacer, but the heart did not resume beating and the patient died due to heart failure. The physician believes there may have been a perforation near the left upper pulmonary vein due to the poor echo visibility during clip advancement. No additional information was provided.